Event description:
During meniscal repair, t1 deployed without incident, but t2 would not deploy. Surgeon cut suture leaving t1 in the patient's knee. Meniscal repair was completed with another system. It was reported that there was no patient injury or procedural complications.